Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging headaches, dizzy, lack of sleep. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged headaches, dizziness and lack of sleep. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. Evidence of sound abatement foam degradation/breakdown was not observed. Dust/dirt around the air inlet and iso port. Grey film on the front and rear panel. Water ingress in the blower box. Dark contaminant found at blower seal on blower box. Dust/dirt contaminant around the air inlet and iso port and a grey film on the front and rear panels. There was black contamination, consistent with keratin, at the air outlet of the blower box. The device's downloaded logs were reviewed by the manufacturer. There were 32 errors logged. The investigation confirmed no evidence of degraded sound abatement foam but presence of dust/dirt contamination was observed around the air inlet and iso port and a grey film on the front and rear panels.